Event description:
It was reported when using an unspecified bd pst tube there were false elevations of carboxyhemoglobin with the il gem 5000 analyzer. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unspecified bd pst tube there were false elevations of carboxyhemoglobin with the il gem 5000 analyzer. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Therefore this complaint is not confirmed for erroneous results-cohb. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Venous blood gas samples collected with plastic tubes made from polyethylene terephthalate (pet), including bd vacutainer® blood collection tubes, should not be used when testing carboxyhemoglobin (cohb). A clinically significant positive bias with cohb results may occur. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.